Manufacturer narrative:
The user reported that the eversense continuous glucose monitoring (cgm) showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed that the glucose was noisy, and few calibrations were rejected. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. Sensor 410041 was returned from the field. Testing of the returned sensor did not reveal any performance malfunction, thus the failure mode could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further analysis of the in-vivo glucose data showed transient noise in the glucose values. The potential root cause of such failure mode could be related to an issue with sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel, which cannot be reproduced in the lab. As part of resolution, the customer was given a sensor replacement. This incident does not require further investigation. B4.date of this report 01 november 2024. D9 device available for evaluation? Yes on 09/09/2024. G3.date received by the manufacturer? 01 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On august 5, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.